Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications. There were no non-conformities observed. The device was returned to the factory in a sealed package. A visual inspection was conducted. No signs of clinical use and no evidence of blood was observed. The package was returned intact, no visible defects were observed. While the device was not opened and inspected, the investigation from the supplier indicates that the reported failure mode ¿no flow¿ is an inherent issue due to supplier deficiency. An ncmr, scar, and hhe have been issued for reported lot number and a shipping hold has been issued. Specific actions for the reported failure mode are being maintained and documented under maquet's health hazard evaluation (hhe) system.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two blower mister with IV sets saline would drip out, but there was no co2 flow. When both had failed with the same issue, they removed an additional 8 devices with the same lot # (96255609) from stock. There are 10 in total. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two blower mister with IV sets saline would drip out, but there was no co2 flow. When both had failed with the same issue, they removed an additional 8 devices with the same lot # (96255609) from stock. There are 10 in total. No patient involvement.